Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer not disconnecting from the t:lock. Customer's blood glucose level was 108 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.